Event description:
This case was initially received via regulatory authority (department of medical technology, health and youth care insp, reference number: not available) on (B)(6) 2022. This spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ('heavy bleeding during menstruation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2015, the patient experienced heavy menstrual bleeding (seriousness criterion intervention required), 2 years after insertion of essure. On an unknown date, the patient experienced dysmenorrhoea ("painful menstrual cycle"), headache ("headache"), memory impairment ("forgetful") and libido decreased ("low libido"). The patient was treated with surgery (essure removal). Essure was removed in 2021. At the time of the report, the heavy menstrual bleeding, dysmenorrhoea, headache, memory impairment and libido decreased outcome was unknown. The reporter provided no causality assessment for dysmenorrhoea, headache, heavy menstrual bleeding, libido decreased and memory impairment with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (department of medical technology, health and youth care insp, reference number: not available) on (B)(6) 2022. The most recent information was received on (B)(6) 2022. This spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ('heavy bleeding during menstruation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2015, the patient experienced heavy menstrual bleeding (seriousness criterion intervention required), 2 years after insertion of essure. On an unknown date, the patient experienced dysmenorrhoea ("painful menstrual cycle"), headache ("headache"), memory impairment ("forgetful") and libido decreased ("low libido"). The patient was treated with surgery (essure removal). Essure was removed in 2021. At the time of the report, the heavy menstrual bleeding, dysmenorrhoea, headache, memory impairment and libido decreased outcome was unknown. The reporter provided no causality assessment for dysmenorrhoea, headache, heavy menstrual bleeding, libido decreased and memory impairment with essure. Amendment: the report was amended for the following reason: after internal company review, it was noticed that the correct initial receipt date is (B)(6) 2022 instead of (B)(6) 2022. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (department of medical technology, health and youth care insp, reference number: not available) on 12-jan-2022. The most recent information was received on 24-jan-2022. This spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ('heavy bleeding during menstruation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2015, the patient experienced heavy menstrual bleeding (seriousness criterion intervention required), 2 years after insertion of essure. On an unknown date, the patient experienced dysmenorrhoea ("painful menstrual cycle"), headache ("headache"), memory impairment ("forgetful") and libido decreased ("low libido"). The patient was treated with surgery (essure removal). Essure was removed in 2021. At the time of the report, the heavy menstrual bleeding, dysmenorrhoea, headache, memory impairment and libido decreased outcome was unknown. The reporter provided no causality assessment for dysmenorrhoea, headache, heavy menstrual bleeding, libido decreased and memory impairment with essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 24-jan-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.